Event description:
It was reported that the patient was experiencing output rate issue. It was noted that the patient was experiencing 100bpm since a hip replacement and it was 60 bpm prior to the procedure. Further information was requested however, was not provided.